Event description:
"Pt. Underwent percutaneous placement of an epidural catheter for anesthesia during urologic procedure. At the termination of the procedure and upon attempting to retrieve the catheter, the device became stretched and when measuring it in comparison to the expected length it is shorter. The presumption is that a small portion, perhaps several inches of the catheter was left in the subcutaneous tissue. No associated neurologic deficits. Xrays revealed no radiographic meterial present."